Manufacturer narrative:
To investigate the customer concern, the investigation team reviewed customer complaints to determine if others have experienced the issues encountered at the customer facility. During our review of this data the investigation team did observe unusual activity related to discrepant results; however no adverse trends were identified. The investigation team then performed accuracy testing using a representative reagent lot and a panel with a known concentration of troponin. One architect instrument was calibrated and controls were run to validate the run. Six replicates of the panel was tested and the results were evaluated against the specifications. The concentration for the panel was within specification. A labeling review of architect stat troponin-I assay was performed and acceptance criteria was met. Based on this investigation, it has been concluded that the architect stat troponin-I assay is performing acceptably.

Manufacturer narrative:
False positive result - (B)(4). No consequences or impact to patient - (B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in progress.

Event description:
The account monitors and tracks the number of false positive troponin results generated. The account provided a summary of false positive architect troponin samples from (B)(6) 2008 to (B)(6) 2012. No specific patient data or testing data was provided. No impact to patient management was reported. Data provided: (B)(6) 2008 to (B)(6) 2009: architect troponin false positives = 38 samples (0.30% of total specimens). On (B)(6) 2009: architect troponin false positives = 26 samples (0.23% of total specimens); (B)(6) 2009 to (B)(6) 2010: architect troponin false positives = 18 samples (0.09 % of total specimens); (B)(6) 2009 to (B)(6) 2010: architect troponin false positives = 20 samples (0.21% of total specimens); (B)(6) 2010 to (B)(6) 2012: architect troponin false positives = 78 samples (0.20% of total specimens).